Manufacturer narrative:
The pump was returned to the MFR to be evaluated. No visual mfg abnormalities were noted. As part of the initial eval of this pump per the procedure for complaint returns, the pump's delivery accuracy was tested three times. Test results were within spec. The reported failure of an over-infusion was not confirmed. This device is still under investigation. A follow-up report will be filed when the pump investigation is completed and add'l info becomes available.

Event description:
As reported by the user facility: reports overinfusion. No pt injury, bag empty before expected time. Customer did not have any details of infusion. No disposables saved. No notification received about when pump last serviced. Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the reported incident.